Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-00423. It was reported the patient's whole system was explanted. The physician reported the right occipital lead had a complete break and had to retrieve the distal tip. No additional information is known at this time.